Event description:
On (B)(6) 2018, the customer stated that the seals had been replaced on the cobas 8000 ise module that same week. The customer stated that they received an erroneous result for one patient sample tested for ise indirect na for gen.2 on (B)(6) 2018. The erroneous result was not reported outside of the laboratory. The sample initially resulted with an na value of 151 mmol/l, which repeated as 144 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that there was a mechanical failure of the sample probe assembly. He replaced the probe assembly. The customer ran controls. All results meet specifications.